Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient experienced diaphragmatic stimulation. It was also reported the rv lead exhibited high thresholds and suspected no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.